Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer changed their cartridge, infusion set tubing and infusion set site. No additional information regarding this occlusion alarm was provided.